Manufacturer narrative:
The oasis is a 1.2 tesla vertical field (open) MRI system. The customer reported an image orientation problem on (B)(6) 2016, but initially it was thought to be a patient setup problem (operator problem). Further troubleshooting on (B)(6) 2016 lead to the conclusion that the image orientation was wrong despite the correct patient setup. Service was notified and discovered the cable wiring error on the evening of (B)(6) 2016. The root cause of the problem was two-fold; the installer did not correct the cable labeling error (the cables in question must be cut to length, terminated with lugs, and labeled), and second, the service engineer did not verify the correct image orientation after troubleshooting was completed. Hitachi is reviewing installation procedures to determine if improvements can be made to lessen the chance of labeling errors. Current procedures for installation and preventive maintenance require image orientation checks, but there was no mandate established to do so after any maintenance involving the gradient x-y-z cabling. Service is revising training practices to cover this issue.

Event description:
On (B)(6) 2016, while troubleshooting a problem on the oasis MRI system, hitachi service inadvertently switched the polarity of the gradient cables at the magnet connection points. This caused the image to reverse orientation. The customer did not discover the problem until (B)(6) 2016 and notified hitachi. After discovering the fault, the site re-oriented the data saved within their image archival system but decided to rescan 3 patients as a precaution. A total of 12 patient studies were affected. The site reported that no misdiagnoses occurred. The problem occurred because the affected cables were incorrectly labeled. This mislabeling occurred at the time of installation. The installer discovered a cable pair had been swapped and had to reverse the connections at one end to fix the issue. He confirmed the image orientation was correct, but did not relabel the cables. During the troubleshooting on (B)(6), the service engineer temporarily reversed x and y cables for troubleshooting purposes. When he finished the test, he reconnected the cables using the cable labels as his guide. Since the labels were wrong, the image reversal occurred.